Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the heater bag disconnected. The nurse (rn) assisted the hp to clear the alarm. The tsr reviewed the alarm. The hp and set up were no longer connected. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was confirmed and the cause was undetermined. This issue is being investigated through CAPA.